Event description:
It was reported that the pt had a pocket site infection and was being treated in the hospital. The hcp is considering explanting the pt's pump after the infection has resolved. The pt's outcome was not reported. The drug contained in the pt's pump was baclofen (unk concentration/dose). Add'l info has been requested, but was not available at the time of this report.